Manufacturer narrative:
The country of origin is (B)(6). The field service engineer identified a misadjusted working-station in/out and readjusted it. A precision check for astl and gluc had acceptable results. The calibration test had acceptable results. A qc test had acceptable results. The root cause of the event is consistent with the misadjusted working-station in/out.

Event description:
The initial reporter received questionable crp results from the cobas integra 400 plus. The initial result was 3.29 mg/l and the rerun result was 266.75 mg/l. The questionable results were reported outside the laboratory and question by the doctor which prompted the rerun. The reagent lot number and expiration date were asked for but not provided.